Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (260 mg/dl). Customer stated the cause for elevated bg levels were "his own fault"; however customer declined to provide the cause, and declined and further troubleshooting with tandem technical support. Customer reported they will deliver a correction bolus to address elevated bg levels.